Event description:
It was reported that during a laparoscopic cholecystectomy the device "was opened and assembled on the back table and set on mayo stand until time of insertion into the umbilicus incision. When it came time to place the camera into the trocar there was obvious gas leak coming from the trocar. The round device that reads 'versaseal plus 5-12mm' would go onto the portion it needed to but when you turn to lock in place it would not stay in place. After we tried to figure out if there was something to do to fix it another [trocar] was opened and I tried to replace that same round portion ('verseal plus 5-12mm') with the piece replaced it had the same outcome. All portions of the first original bluntport trocar [were] then removed from the patient and set to the side..." Another trocar was used to complete the case. There was a slight delay in the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned missing the white gasket that is placed on the proximal end of the sleeve before the housing component is attached. The gasket serves to aid in securing the component to the sleeve, and without the gasket the component was not locked into place. The device was tested for leaking and showed signs of leaking when the obturator was inserted into the sleeve. The device was tested again with a gasket attached to the sleeve and passed the leak test, indicating that the event was most likely caused by the device being used without a gasket. The device history record was reviewed and no discrepancies were noted.